Manufacturer narrative:
H6: investigation summary customer returned (27) open 4mm, 32g pen needles without the tear drop label or outer cover. Customer states that there is no insulin flow during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that during priming with bd nano¿ 2nd gen pen needle insulin did not flow. The following information was provided by the initial reporter: it was reported that there is no insulin flow during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during priming with bd nano¿ 2nd gen pen needle insulin did not flow. The following information was provided by the initial reporter: it was reported that there is no insulin flow during priming.